Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the handle and the trip wire did not present any problems. The trip wire was properly secured. The returned suture thread had seven knots. Some bands returned overlapped, and a band was broken. Some of the ligator head teeth were broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands were overlapped, a band was broken, and some of the ligator head teeth were broken. This suggests that the inability of the device to deploy the bands. It is most likely that procedural or anatomical factors affected the overall performance of the device affecting the knots that holds the ligator thread and making the bands unable to deploy, overlapped and resulting in one band broken. This can happen due to manipulation or procedural factors such as suction. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, bands deployed onto latter part of the ligator cap, and then it was noticed that one band was broken. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, bands deployed onto latter part of the ligator cap, and then it was noticed that one band was broken. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.